Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and two minutes later the intra-aortic balloon pump (iabp) alarmed for helium leak. It was noted by the doctor that there was blood in the helium cavity and suspected balloon rupture. As a result, the catheter was removed, and changed for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is not confirmed. No blood was noted within the helium pathway of the returned iab. No leaks were noted during functional testing. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and two minutes later the intra-aortic balloon pump (iabp) alarmed for helium leak. It was noted by the doctor that there was blood in the helium cavity and suspected balloon rupture. As a result, the catheter was removed, and changed for another. There was no report of patient complication or serious injury and death.